Event description:
Device was advanced to target area and 3 attempts were completed. User cannot advance the needle after third attempt, and found out the needle broken under endoscopy view. User changed another same device to complete the procedure.

Manufacturer narrative:
PMA/510(k) # k083330. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device was advanced to target area and 3 attempts were completed. User cannot advance the needle after third attempt, and found out the needle broken under endoscopy view. User changed another same device to complete the procedure.

Manufacturer narrative:
Complaint device was not returned therefore a document based review will be performed. It was indicated that complaint device was to be returned but has not been returned to date. If it is returned in the future then the file will be updated accordingly. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1563789 did not reveal any discrepancies that could have contributed to this complaint issue. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined from the available information. From the information provided the failure of needle broken was concluded. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to advancement into a hard lesion. However, as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. Complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k)#: k083330. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device was advanced to target area and 3 attempts were completed. User cannot advance the needle after third attempt, and found out the needle broken under endoscopy view. User changed another same device to complete the procedure.

Manufacturer narrative:
PMA/510(k) # k083330. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device was advanced to target area and 3 attempts were completed. User cannot advance the needle after third attempt, and found out the needle broken under endoscopy view. User changed another same device to complete the procedure.